Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with implantable cardioverter defibrillator (ICD) was seen in clinic for a post-operative check one week after implant. Electrogram (egm) review revealed farfield signal oversensing of ventricular signals on the atrial channel. A-blank after v-sense was reprogrammed from smart to 65 ms, which resolved the farfield oversensing. It was also noted that the right atrial (ra) lead threshold measurements had increased from 0.7v at implant to 2.4v@1ms, even after farfield oversensing was resolved with reprogramming. Technical services (ts) discussed troubleshooting options and programming considerations. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.